Event description:
Pt was seen for reprogramming of the ins device dbe to complaints of numbness, tingling, and increased memory loss. The memory loss was determined by the physician to be normal disease progression and was well documented before the pt had the device implanted. The pt underwent device reprogramming for the tingling, numbness and increased tremor. The pt was referred to a physical therapist to help with movement control issues, especially eating. The overall outcome was positive. The pt has no reports of pain, tingling, or numbness and has improvement in tremor control but is experiencing some disease progression. The dev ice remains implanted.